Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported to a baxter sales representative (bsr) of a continu-flo set in which the tubing broke during patient use. There was no patient injury or medical intervention involved. No additional information is available. This is report 2 of 2 of the same reported problem from this facility.

Event description:
Baxter's sales rep reported that a separation occurred at the junction between the tubing and the y-site nearest to the male luer of the set. This separation occurred relative to the infusion. This occurred during an infusion; there was no patient injury / medical intervention involved. There was no report of concommitant products being utilized. The medication being infused was unknown. The sample is not available for evaluation. It is unknown when exactly this condition occurred relative to the infusion. No additional information is available.